Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guidewire was separated at approximately 6.3 cm and 7.8 cm from its distal tip. The core wire and nitinol were separated. The platinum coil was severely stretched. Nitinol was separated and it was hanging on the stretched platinum coil. The core wire was protruding out of the proximal and distal side nitinol separated sections. The guidewire nitinol section was also slightly stretched just proximal and distal to the separated section and slight necking was observed. The stretching on the guidewire appeared to be due to excessive manipulation. Substance appeared to be blood was found on the guidewire distal nitinol section. There were white bubbles clumps of unknown substance on the guidewire distal section and distal end. The white bubbles were proximal and distal to the separated sections. The white bubbles appeared to be excessive coating. Additionally, the core wire distal end was observed through the distal tip dome. The guidewire was shaped on its distal section. The guidewire was examined along its length and it was observed that the proximal bond joint was conforming to its specifications. The guidewire polytetrafluoroethylene (ptfe) coating was examined. The guidewire ptfe coating was scraped between approximately 26.0 cm to 28.0 cm from its proximal end. From the condition of the guidewire the functional evaluation could not be performed. Based on the information available and the result of the analysis, the reported distal tip poor shape retention could not be confirmed because of the condition of the returned device. Based on the information available and result of the analysis, the cause of the separated nitinol and stretched platinum coil could not be definitively determined. Further analysis by sem (scanning electron microscopy) and edx testing (electrodiagnostic testing), revealed that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined. The scraped ptfe on the proximal end appears to have been caused by an insecure torque device. Per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error.

Event description:
Analysis of the returned product revealed that the guidewire (subject device) distal end was broken and the ptfe (polytetrafluoroethylene) coating was peeling. There was no medical consequences to the patient.